Event description:
It was reported that there was high threshold and the physician stated that on x-ray, the rv (right ventricular) lead appeared to be external of the right ventricular chamber, a myocardial perforation. A lead revision was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4). Evaluation summary: the actual lead was not received for evaluation, but we did received performance data and have analyzed the data. No anomalies found.